Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.2 mmol/l, 6.7 mmol/l and 2.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection was performed on returned meter, no visible contamination or damage was observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Partial product was returned for this complaint. Dhrs for the neo meter were reviewed and the dhrs showed the neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing for the freestyle test strips has not been performed as the test strips are expired. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. G5 - PMA/510(k) # was incorrectly documented in initial report. The correct g5 - PMA/510(k) # has been updated.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.2 mmol/l, 6.7 mmol/l and 2.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.